Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('bleeding/ still experiencing heavy bleeding') in a 38-year-old female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, abdominal pain, radiofrequency vein ablation and uterine polypectomy. Previously administered products included for an unreported indication: oral contraceptive. Past adverse reactions to the above products included thrombosis with oral contraceptive. Concurrent conditions included gilbert's syndrome since (B)(6) 2018, varicose veins of lower extremities, menorrhagia, asc-us, dysuria, bloated feeling, endocervical curettage, uterine dilation and curettage, endometrial polyp and endometriosis. Concomitant products included nitrofurantoin monohydrate. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysteroscopic surgery/ endocervical curettage, dilation and curettage). At the time of the report, the uterine haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('bleeding/ still experiencing heavy bleeding') in a (B)(6) female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, abdominal pain, radiofrequency vein ablation and polypectomy. Previously administered products included for an unreported indication: oral contraceptive. Past adverse reactions to the above products included thrombosis with oral contraceptive. Concurrent conditions included gilbert's syndrome since (B)(6) 2018, varicose veins of lower extremities, menorrhagia, asc-us, dysuria, bloated feeling, endocervical curettage, uterine dilation and curettage, endometrial polyp and endometriosis. Concomitant products included nitrofurantoin monohydrate. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysteroscopic surgery/ endocervical curettage, dilation and curettage). At the time of the report, the uterine haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.